Event description:
Additional information was received from the patient. They reported that the fall's effect on the implant was unknown. Patient repeated already reported details: patient fell against a wall and their battery fell against the wall as well; started leaking shortly after, and assumed it would go away. In an attempt to resolve the issue, the patient took the setting to 1.2, 1.3, 1.4, and now they're on 1.6. Patient stated they have to give it a couple days. Patient stated it worked for a while when they were on 1.4. The issue has not yet been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that they fell against the wall and hit the stimulator. It wasn't hard but it hit directly on battery. Since then it had been a problem. The patient had had a lot of leakage. They did an upgraded on the handset and now they won't talk to each other. They said they never had a problem with the therapy. Once and while they would sleep to deeply and there was a problem but that wasn't very often. They first noticed little things. Every single night when they got up they were full on peeing, which was annoying. Patient didn't know the date of the fall, but stated they had return of symptoms about a week or so after she fell on the battery. Walked caller through checking their settings and they were on program 1, and couldn't go higher than 1.1 comfortably. On the call they changed to program 2 and increased the stimulation to a comfortable level. Patient will maintain stimulation level and will continue to track symptoms. Confirmed stimulation was comfortable.

Manufacturer narrative:
B3: event date is not known. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.